Event description:
The user facility reported a soap leak at the chemical delivery system located in the detergent room. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found the detergent check valve cracked. Despite of the leak, the washer was still in use at the time of the technician's arrival. The detergent had leaked on the wall, onto the floor and into a nearby floor drain. The technician replaced the cracked check valve, ran a test cycle and confirmed the unit was operating to specification. The washer was installed in october of 2013 and is currently under steris warranty.